Manufacturer narrative:
(B)(4). Insulin pump passed displacement test, rewind test, basic occlusion test, prime test, occlusion test, no anomaly noted on drive support cap.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had a damaged drive support cap. Blood glucose value was 135 mg/dl at the time of the incident. Troubleshooting was performed and the device will be replaced and returned.